Event description:
Nine days after straumann boneceramic was placed in the patient, patient complained of pain and bad smell in her mouth. Upon examination, inflamed soft tissue was found.

Manufacturer narrative:
The batch record review shows that the product is within specification.